Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the wire broke off the tip of the large suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken cable. The one grip cable was broken at the distal clevis and there was wear on the idler pulleys. Engineering concluded the damage was likely linked to the cable derailing off the pulley, causing the cable to rub against the idler pulley and break. The broken segment stuck out approximately .4795 at the wrist but no other cables were damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.